Manufacturer narrative:
H2, h3) correction: medtronic received information that indicated a system checkout was conducted prior to the replacement of the interface (umbilical) cable and calibrations being performed where the reported issue could be replicated. However, no additional troubleshooting was conducted during the original system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was unable to perform 2d or 3d imaging. The interconnect cable was changed. Rad and fluoro calibration was performed and the system functions were checked. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: (B)(4). Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the systems lights (tube and detector) started blinking and a "calibrate motion with m" error message appeared on the screen. After calibrating the motion the issued occurred again. The same happened when trying to do a 2d/ 3d shot but, and extra error message appeared on the mobile view station (mvs) screen saying "image frame rates are below the recommended levels, reconnect the cable." The system was rebooted several times but it happened again.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found it was not a software issue. The issue is due to hardware issue. Umbilical cable replaced, performed m calibration and flouro to resolve. Software functioning as designed. Codes associated to software: fdr 213, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/h2/h3: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000537, serial/lot #: rev. 2 : s/n (B)(6) d9/h2/h3/h6: the gantry motion control was installed in a test system. The system failed to initialized. Motion calibration failed. Image acquisition station (ias) firmware installer confirmed that the gantry motion control software was outdated. The firmware was reinstalled to new version and the system was restarted. It initialized. Motion calibration was successful. Generator, communication, and charging readied. 2d and 3d imaging readied. Codes b01, c10 and d02 are applicable. H2: ime and imf codes have been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.